Manufacturer narrative:
(B)(4). Type of remedial action initiated: in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall, which has been corrected in this submission.

Manufacturer narrative:
(B)(4). Architect i1000sr analyzer, list # 1l86-01 serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in u.s. Customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(4) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer observed an increase in architect havab-m patient results and a shift up in negative quality control s/co value, some times out of range high, when reagent lot 93794hn00 was in use. The customer stated some gray zone patient samples were non-reactive at a reference lab (alternate method and data not provided by customer). The customer was advised to replace the analyzer's pipettors and tubing and perform pipettor calibration. The customer was advised to recalibrate the reagent following the recommended maintenance procedures. The customer provided an example of suspect havab-m gray zone results as follows: (B)(6) initial result: 0.53 and 0.82 s/co, respectively. There was no additional testing provided by the customer for this patient sample. There was no impact to patient management.